Event description:
The insulation strip (white) on the non-active blade of the ace harmonic scalpel started to separate from the instrument during surgery. I needed to pull off the piece entirely in order to remove the instrument through the 5mm trocar. There was no injury to the patient. There was no retained or missing piece of equipment. We replaced the instrument with a new harmonic scalpel and continued the case without incident.